Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure with duodenal stent placement performed on (B)(6) 2013. According to the complainant, the indication for stent placement was a doudenal stricture due to pancreatic cancer. The patient's anatomy was reported to be normal and not particularly tortuous. During the procedure, the device was advanced into the duodenum and the physician attempted to deploy the stent. The stent was partially deployed when the deployment hub detached from the catheter and the physician was unable to deploy the stent. The partially deployed stent was removed from the patient. The procedure was completed with another wallflex enteral duodenal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿okay¿.